Event description:
The customer reported a falsely elevated alinity c magnesium (mg) results for one patient sample while running on the alinity c processing module. The following data was provided: initial mg result = 7.03 mg/dl; repeat mg results due to patient¿s history = 1.88 and 1.87 mg/dl (reference range: 1.6 to 2.6 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity c magnesium (mg) results for one patient sample while running on the alinity c processing module. The following data was provided: initial mg result = 7.03 mg/dl; repeat mg results due to patient¿s history = 1.88 and 1.87 mg/dl (reference range: 1.6 to 2.6 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by cleaning the cuvette wash probe #2 and #3 that were determined to be clogged. Cleaning the cuvette wash probe #2 and #3 resolved the issue. No additional discrepant result issues have been reported. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review for the cuvette wash probe #2 and #2 did not identify a trend or issue of the part. A review of the product monitoring review for clinical chemistry systems found no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. Device history record review was performed and there were no non-conformances or potential non-conformances identified. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, sn ac01730, nor the cuvette wash probe #2 and #3.